Manufacturer narrative:
Concomitant product: 419478 lead; 694958 lead, implanted: (B)(6) 2007.

Event description:
It was reported that the patient felt chest pain. A transmission observed the right atrial (ra) lead with intermittent undersensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was experiencing shortness of breath. It was also noted that undersensing was noted on the right ventricular (rv) lead. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.